Manufacturer narrative:
It was confirmed that the stylus and cursor would not align on the programmer display screen. It was also found that both rail covers were broken.

Event description:
It was reported that the stylus pen and touch screen do not always work. The stylus was recalibrated and software was reloaded, but the issue persisted. The programmer has been returned to service. No patient complications have been reported as a result of this event.